Manufacturer narrative:
The customer is no longer having issues with the troponin t stat results.

Manufacturer narrative:
The root cause for the elevated troponin t stat results was related to elevated calibration signals which were most likely caused by an air bubble in the sipper probe. An issue with the reagent kit is unlikely because a second calibration was performed with the same kit; the issue was detected by quality controls, and was solved by a new calibration.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of ongoing issues with patients tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The customer also mentioned issues with calibration factor results with folate. The customer provided erroneous troponin t stat results that had been reported outside of the laboratory for 3 patients. The customer stated that employees from 1st shift had performed calibration on troponin t stat at approximately 3:00 a.m. On (B)(6) 2017. The issue with troponin t stat results began afterwards. The customer ran troponin t stat quality controls (qc) as a patient sample and the result was within range but on the high end. Due to this, the customer re-calibrated. When qc was rerun, the results were close to the mean. For troubleshooting purposes, the customer decided to repeat a patient sample that had been tested for troponin t stat on (B)(6) 2017. The customer ran the sample before he recalibrated and after he recalibrated. The initial troponin t stat result from (B)(6) 2017 was <0.010 ng/ml with a data flag. The result before recalibrating was 0.042 ng/ml and the result after recalibrating was <0.010 ng/ml with a data flag. On (B)(6) 2017 patient 1 had a troponin t stat result of 0.042 ng/ml at 3:30 a.m. A new sample was obtained from this patient approximately 4 hours later and the result was still 0.042 ng/ml. This patient was admitted to the hospital and treated. The customer was not able to specify what the patient was treated with. He stated they initially thought this patient was having a panic attack since the patient had just been through a tragedy involving her children the previous week. When the troponin t stat results were received, they decided to admit her, thinking she was having a heart attack. This patient is still in the hospital. There was no allegation that an adverse event occurred due to the unspecified treatment. The customer stated there were other patient samples where the troponin t stat result was 0.042 ng/ml. Patient 2 initial troponin t stat result was 0.042 ng/ml. The repeat result was <0.010 ng/ml with a data flag. Patient 3 initial troponin t stat result was 0.042 ng/ml. The repeat result was <0.010 ng/ml with a data flag. For all patients, the results of <0.010 ng/ml with a data flag are believed to be correct. There was no allegation of an adverse event for patients 2 or 3. The troponin t stat reagent lot number was 244664. The expiration date was not provided. Liquid flow cleaning was performed on (B)(6) 2017. The customer stated there was an air bubble in the sipper probe tubing; the customer performed a sipper pipette prime and the air bubble disappeared. The customer thinks the erroneous results were due to a calibration issue. As of (B)(6) 2017, the troponin t stat results were fine.